Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that as the instruments were being assembled before the case, it was noticed that the patellar reamer body would not accept the pin and blade for the planer (pin would not seat). In the same tray, the patellar clamp handle would not hold the patellar clamp tightly as it would not lock into place.